Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Per tandem¿s user guide, ¿insulin should be at room temperature before filling cartridge.¿ tandem¿s pump user guide describes how to remove air from the cartridge using the syringe.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 900 mg/dl and a coma. Reportedly, the customer was using u-500 humulin for insulin therapy. Additionally, customer was not using room temperature insulin, and not performing the air removal step during the cartridge fill. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.